Manufacturer narrative:
The reported event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. It was indicated that an unknown size delivery system was used. Please note that per the instructions for use, artmt100092311 revision b, the recommended size delivery system for use with a 24 mm amplatzer septal occluder is an 9f. Images received appeared to show occluder deformation but connot be confirmed. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date and year, a 24mm amplatzer septal occluder was selected for an implant. During the procedure, the device was shape in cobra. The device was removed from the patient prior to released from the delivery cable. It is unknown if a new device was implanted. The patient is stable.